Event description:
It was reported that patient faced an event of infusion set patch did not stick on (B)(6) 2026 during insertion.

Manufacturer narrative:
MDR 3003442380-2026-54757 / initial 1 of 3.based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site:3003442380.